Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined that the plug harness assembly and reciprocation arm were damaged, and the motor was corroded and was unstable. The motor, plug harness assembly and reciprocation arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during maintenance the device needed repair for corroded motor, damaged reciprocation arm and plug harness assembly. No patient involvement. The motor speed was unstable at product evaluation investigation. No adverse events were reported as a result of this malfunction.